Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection confirmed the insulation was frayed at the distal tip of the device. Further microscopic inspection found heavy scratches and burnt marks at the distal end of the black insulation. It was also noted foreign materials were observed on the shaver blade at its proximal end. This type of blade damage is most likely related to the operator's technique. The instruction manual warns users: "do not activate the instrument while adjacent to or in contact with other metallic objects as unintended tissue injury may occur. Damage to the contacted object or device tip may occur." If additional information becomes available at a later time, this report will be supplemented. Please cross reference MFR. Report number: 2951238-2016-00057.

Event description:
Olympus was informed that during a therapeutic sinus procedure, the white insulation at the distal tip of two blades frayed back and fell into the patient's sinus. It was reported that this occurred while the physician was attempting to open up the patient's sinus passage. The device fragments were completely retrieved using suction. There were no issues with bleeding. There was no x-ray performed. The intended procedure was completed with the second device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to the procedure with no anomalies found. No further information was provided. This is two of two reports.